Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold and increased pacing impedance were detected on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of lead fracture, high pacing threshold and high pacing impedance were reported to abbott and not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance test was not performed due to the condition of the lead, as received.